Event description:
It was reported that a pt underwent a general surgery procedure on (B)(6) 2012. Prior to use on the pt, when trying to shake the suture from the package, the suture was found to be in the side seal of the package. The suture was not used on the pt. Another like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.